Manufacturer narrative:
See evaluation. Customer report was confirmed. Rec'd (1) 6" m/f (male to female) pressure tubing with attached 4-way stopcock. Tubing was completely detached from solvent bond joint with tube male connector. Indication of solvent was evident at two different locations on the male connector bond area. However, there was no visible presence of bonding solvent on tubing bond area.

Event description:
Luer lock is not fixed. Exact incident date unknown. Update in 2008: it seems that the tubing disconnected during use. This happened 5 or 6 times. No patient injury reported.